Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. Customer also reported that insulin pump had rejected new batteries, had received few no delivery alarms, had deep scratch on the screen which did not affect the readability, sometimes when customer took reservoir out of the insulin pump it made a sound as if plastic was breaking off. The device will not be returned for analysis.